Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with episodes of hyperglycemia up to 250 mg/dl and hypoglycemia down to 48 mg/dl while using the ilet and a 23 in 6 mm contact detach infusion set, with concern that the tubing and anchor were not fully primed after a supply change; the user verified a prior fill tubing amount of 2.10 units, disconnected as instructed, performed an additional tubing fill with visible drops at the cannula, and was instructed to replace the on-body anchor, then reconnected and planned to monitor and use backup therapy if needed. Symptoms included no reported physical symptoms during the events. Outcomes included successful correction of hypoglycemia with oral carbohydrate and user self-management without outside assistance or medical intervention. Investigation included telephone troubleshooting and user education to verify menu history, disconnect safely, prime tubing off-body, confirm flow, and replace the anchor to address a potential infusion set deployment or connection issue. Investigation of this case revealed a likely infusion set deployment or connector/priming issue affecting insulin delivery, which was mitigated by re-priming and instructing anchor replacement. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set connection and priming.